Event description:
It was reported that the user¿s ilet bionic pancreas was not receiving glucose readings from a dexcom g7 continuous glucose monitor (cgm) after a sensor change, with alarm history indicating ¿pairing failed,¿ and the user initially pairing the g7 to a cellphone before the ilet. No clinical signs, symptoms, or conditions were reported; the user experienced a glucose peak of 197 mg/dl once pairing succeeded. Outcomes included no injury and no hospitalization, with insulin delivery resuming after successful pairing. User support included guided troubleshooting and education, including verifying the pairing code and disabling the cellphone¿s bluetooth to prevent interference, followed by re-pairing the g7 with the ilet. Investigation of this case revealed a pairing failure due to bluetooth conflict from a previously paired device, with the ilet functioning as designed once the conflict was removed and the sensor was paired directly to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user pairing to an unintended device leading to wireless interference, resolved by correct pairing to the ilet.